Event description:
It was reported that post-implant a realize adjustable band, the patient had four fills. The fill dates were (B)(6) 2009, (B)(6) 2010. The amounts of each fill is unknown. The patient was not losing weight; had little restriction and the surgeon had no feedback during the fills. On (B)(6) 2010, the fill was administered under fluoroscopy. The surgeon suspected there was a leak or the tubing had disconnected from the port. During surgery on (B)(6) 2010, it was confirmed the tubing had become disconnected from the port. The locking connector was still attached to the port in the locked position. The strain relief was free inside of patient, not on tubing. It was not retrieved. The port was replaced; the tubing was connected to the new port. The new port was locked and unlocked and locked again. Examined the tubing to make sure it was staying in place. The original port was discarded. The patient is okay.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.